Manufacturer narrative:
H6 investigation type and h6 component codes were updated accordingly based on the completed investigation. The cause of the placement signal issue could not be determined.

Event description:
It was reported that a patient implanted with an impella cp lost placement signal on the automated impella controller. The pump was replaced for a new pump to continue patient support. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.